Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the "device failed testing after patient incident." No other information was provided. There was patient involvement but unknown impact.

Event description:
It was reported that the "device failed testing after patient incident." No other information was provided. There was patient involvement but unknown impact.

Manufacturer narrative:
Annex e: e2403; annex f: f27; annex b: b21; annex c: c21; annex d: d16. Annex e: e2401; annex f: f24; annex a: a0404, a040502, a0401, a1801; annex g: g0301201, g02017; annex b: b01, b14; annex c: c070606, c0601, c07; annex d: d02, d15.